Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that particulates can dislodge from the hubs and become adhered to the lubrication on the cannula during assembly. Bd has initiated further root cause investigation relating to the issue of fm on the cannula through corrective and preventive actions. CAPA # (B)(4).

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there is "fu on needle."